Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the fenestrated bipolar forceps (fbf) instrument had a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument did not work to burn with. The procedure was completed with no reported injury.